Event description:
The device was returned for valve 4 leak rate failure. Device was provisioned to 5.9.2. Software which addresses leak rate failures for valves 2-5. The pump was put through mock infusions without reproducing any alarms. Upon reviewing the log files for this device it was seen that the leak rate for valve 4 was near the new values resolved in the 5.9.2 software and as such the device will be put through all functional testing. Internal investigation found no physical damage.

Manufacturer narrative:
N/a.

Event description:
The following has been reported: infusing milrinone did stop active infusion, no patient harm pump problem alarm. A preliminary review of the logs identified the following issue: pneumatic valve leak failure (valve 4). An active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.